Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was noticed scratched after the implantation, and had to be cut out of the patient's eye. Reportedly it is believed that the surgery was completed successfully. No further information was provided.

Manufacturer narrative:
The intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The complaint related test is the cosmetic inspection performed at final inspection. Only units that meet cosmetic inspection criteria are then subject to optical inspection. The in-line optical inspection data shows the lens is within power specification; hence the lens meets the specified cosmetic requirements. A search revealed that no additional complaints for this order number have been received. The directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.